Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of capture was observed on the right ventricular lead. Device reprogramming was performed and capture was obtained at an increased threshold. A drop in sensing values was also noted. The lead remained implanted.